Event description:
It was reported since upgrade to version 2.5 software, have had freezing and very long wait times during 'print to pdf' (portable document format) save to flash drive. Also recently the programmer got a black screen during interrogating a device with the flash drive already connected to the programmer usb (universal serial bus). The programmer also had problems with very slow printing from the side printer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board found out of electrical specification.